Event description:
It was reported that the device had an illuminated service indicator and showed zero bars on the display when it was opened from the box, an out of box failure. The reporter informed that the device display was blank up on power on and it gave the replace battery message a minute later. However, the battery was removed from the device and the external gauge showed full bars indicating fully charged battery. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4): physio- control is anticipating the device return to the manufacturing facility for evaluation and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. A replacement device was provided to the customer.